Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to pain/non-auditory sensations. Additional information has been requested but it has not been made available as of the date of this report.